Event description:
The physician was attempting to implant an endeavor resolute rapid exchange (rx) drug eluting stent in a lesion located in the lm- lcx with severe calcification. It was reported that the stent could not pass the lesion and the same size stent was used to complete the operation. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the stent was positioned between marker bands as per specification. Multiple stent struts were raised, damaged and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: lesion morphology, severe calcification; failure to deliver stent and stent deformation. Conclusions: lack of effectiveness related to patient condition, lesion morphology, severe calcification. (B)(4).